Event description:
The user facility reported that the left channel overinflated during a surgical procedure, posing a risk of pain and/or injury to blood vessels/nerves/muscle/skin. The device alarm sounded, and then the tourniquet deflated to the indicated pressure value. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.